Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that review of the remote home monitoring system found that over the last year the high voltage impedance measurement for the cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead has gradually increased to 126 ohms. Boston scientific technical services (ts) was consulted and discussed bringing the patient in for evaluation. The rv lead and crt-d remains in service and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient was brought into the clinic and testing in all configurations showed high out of range shock impedance measurements. Boston scientific technical services (ts) was consulted and suggested either performing defibrillation threshold (dft) testing or giving a 1.1 joule shock to test the system. During the clinic visit the rv configuration was reprogrammed to tip to can. The clinic has currently opted to follow the patient via the remote home monitoring system and no further testing has been scheduled. The crt-d and rv lead remain in service and no adverse patient effects were reported.

Event description:
Additional information was received that the implantable cardioverter defibrillator (ICD) was received for analysis from an unknown source, thus indicating the device was explanted. The lead status is unknown as it was not returned and attempts to obtain additional information were not successful.

Manufacturer narrative:
Patient code 3191 captures the reportable event of surgery. No additional information is available. If additional information becomes available the report will be updated at that time.